Event description:
Additional information received reported that the event was considered ongoing with no further action needed.

Event description:
It was reported that the patient's lead migrated. The patient did not want to consider a lead revision as the stimulator was not effective in controlling her pain. It was noted to be possibly related to the device/therapy. The therapy was suspended. The event was considered ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n291765, implanted: (B)(6) 2011, product type: screening device. Product ID: 37092, lot# 285240001, implanted: (B)(6) 2011, product type: accessory. Product ID: 355028, lot# n270461, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).